Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a total gastrectomy procedure, the blade tip broke off of the device after cleaning. Another like device was used. There was no pt consequence.